Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. It was reported that the device misfired the clip into the jaws of the device. Another device was used to complete the case. There was no consequence to patient.